Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "at (B)(6) hospital, the first operation was performed on (B)(6) 2019 using 7 holes of variax clavicle superior lateral plate. The operation was completed without any problems, but in (B)(6) 2020, the patient picked up a heavy object during work and felt discomfort in the clavicle and visited a hospital. As a result of the medical examination, breakage of the plate was confirmed. The revision was scheduled for (B)(6), but it was canceled due to the impact of covid 19. On (B)(6), at (B)(6) hospital, a non-union was confirmed and revision surgery was performed using a plate."

Event description:
As reported: "at tokorozawa akio hospital, the first operation was performed on(B)(6) 2019 using 7 holes of variax clavicle superior lateral plate. The operation was completed without any problems, but in (B)(6) 2020, the patient picked up a heavy object during work and felt discomfort in the clavicle and visited a hospital. As a result of the medical examination, breakage of the plate was confirmed. The revision was scheduled for (B)(6) , but it was canceled due to the impact of covid 19. On (B)(6), at (B)(6) , a non-union was confirmed and revision surgery was performed using a plate."

Manufacturer narrative:
The reported event could be confirmed, as the device was returned and matched the alleged failure mode. The x-rays sent were reviewed by stryker's medical expert. The clinical statement is the following: "no union occurred at the fracture site and thus the load on the plate was to high after a while. From experience it takes pretty long for these clavicle shaft fractures to heal ( up to a year) and thus non-union and failure of the fixation device is not that rare. Without the pre-operative and direct postoperative x-ray one cannot say whether poor repositioning of the plate contributed to the non-union." Therefore, the root-cause of the event could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.